Event description:
The following information has already been reported in manufacturer report# 3007566237-2012-01307: it was reported the impedance on electrodes 8-11 was >10000 ohms. The lead was tested several times in the snaplid and was determined to be "broken." Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. Any additional information will be reported in this manufacturer report.

Event description:
It was reported that during an implant procedure, the last three electrodes showed impedance values over 10,000 ohms no matter what side of the multi-lead trialing cable was used. The lead was not used with the patient.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead model 3778-75 serial (B)(4) found no anomaly. Normal impedances were observed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.